Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with the concurrent procedure of a hysterectomy. It was reported that the patient underwent a mesh revision on (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic total hysterectomy, and bilateral salpingoophorectomy due to menorrhagia and dysmenorrhea. It was reported that following insertion the patient experienced erosion, infection, urinary problems and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to FDA: 5/14/2016. Additional information: age at time of event, date of birth.